Event description:
A customer in the united states reported an rt12 rotor breakage in a statspin ssvt centrifuge that occurred about a year ago. The customer verified no escape of parts from unit and no injuries. Because the event occurred a year ago, no further info is available.

Manufacturer narrative:
The customer indicated that the statspin ssvt centrifuge was purchased from a vendor (idexx) and that no support from the MFR was needed at this time. It is not known how the issue was resolved at the time of the event. No further investigation may be carried out. (B)(4).